Event description:
A medtronic representative reported that, while in a cranial procedure, the site experienced an inaccuracy while navigating with their zeiss nc-4 scope. The site stated: the scope is completely off and one ocular is showing anatomy while the other is showing the stealth heads-up display (hud). Also, the anatomy is flipped. The surgeon discontinued the use of the microscope, however, continued with navigation and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(4) 2013, planned maintenance (pm) done by a medtronic representative, and calibration of the scope used in this procedure. Both the navigation system and the scope functioned normally. On 2014, medtronic representative performed a navigation system check-out, all areas passed. A medtronic representative, following-up at the site to troubleshoot, reported the inaccuracy could not be replicated nor were there any issues with the stealth integration. The complaint of heads-up display (hud) showing only in ocular is correct and is the norm for zeiss nc-4 scopes. It was also reported that the site normally uses a pentero microscope, however, the pentero was down and the surgeon opted to use an older zeiss scope for this procedure. The surgeon discontinued the use of the microscope but continued with navigation to complete the procedure.